Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 site's #6 in type 11i bone. Primary stability and osseointegration were not achieved. The clinician reports that the implant became loose after the initial surgery (approximately 1 week post op). Previous bone augmentation on (B)(6) 2011 was involved in the event. The implant was removed on (B)(6) 2012 due to mobility. Medical history: no significant findings.